Event description:
There was an allegation of questionable results from the cobas c 303 analytical unit. Example 1 initial calcium result was 5.62 mg/dl. The result was questioned by the medical team in the ER. The repeat was 9.77 (9.8) mg/dl. On (B)(6) 2026, example 2 initial hdl result was 154 mg/dl. The doctor questioned the result and did not match the patient's delta history. The repeat result was 64.2 mg/dl. The questionable results were flagged with "abnormal aspiration s1" and "abnormal aspiration r1". However, the flagged results were transmitted to the navify middleware as numerical values without data flags. The results were auto-verified and released to patients.

Manufacturer narrative:
The calcium reagent lot number was 920240. The hdl reagent lot number was 903858. The expiration dates were not provided. The investigation is ongoing.